Event description:
Overdelivery reported. The pump was set to deliver med=peridine, 10 mg/ml with a loading dose of 10mg. The loading dose was selected to be delivered during programming. The nurse states the pump started the loading dose when requested, but did not stop at 10 mg as programmed. The pump reportedly continued infusing until the nurse stopped it after approx 14 or 15 mg had infused. There were no adverse effects to the pt. The pump was switched out.

Manufacturer narrative:
The reported problem could not be duplicated. The occlusion message error and battery cable problem noted during testing are not related to the reported event. The device history does not show the reported settings for the date of the event, the settings differ. The frequency of death or serious injury reports related to delivery accuracy for pca is approx. 2.19%/million sets.